Manufacturer narrative:
The electrical activity observed on the monitor likely occurred as a result of the pacemaker still being active and inducing an electrical signal in the heart, despite the pt's underlying condition. The investigation is ongoing. The results will be reported in the follow up report.

Event description:
It was reported that: a pt had a pacemaker (double chamber) with a frequency set to 60. This pt had a cardiac arrest and monitoring had recorded spikes for cardiac contractions. The pacemaker detection of the monitor was set to on. No alert or event registered on the monitor. The pt died.